Event description:
It was reported that the patient heard a brief, steady beep on (B)(6) 2025 while connected to fully charged batteries. Upon checking the system controller history, a no external power alarm was found, but the ventricular assist coordinator (vad) coordinator thought this was from an alarm that occurred in (B)(6) 2025 while they were hospitalized, as no recent messages were found. The vad coordinator thought the alarms might be from the patient's wound vac that they had due to a recent debridement, and the patient noted that the beeping did not sound like a self-test. Log files were submitted for review and found no alarm flags, but did capture a number of silence alarm button pressed events during the recorded history. These events were determined to mostly likely be accidental, as they did not occur with any alarm flag. No other unusual events were found.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
B3 correction: the event date was pushed back to (B)(6) 2025 to capture the patient's hospitalization. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.